Manufacturer narrative:
Follow up information received on 28-jan-2016: follow-up attempts have been completed, with no response to date. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and 3 months later migration of essure device with uterine perforation was confirmed by radiology. Essure was removed. This event, interpreted as uterine perforation, is serious due to medical significance and listed in the reference safety information for essure. In the present case, no information was provided regarding the insertion procedure. The uterine perforation was diagnosed 3 months after insertion. Given the nature of this event, causality with essure cannot be excluded. This case was regarded as incident since a device removal was required. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. Further information could not be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
Incident. Anticipated. Required intervention. This is a spontaneous case report received from a physician via regulatory authority (case (B)(4)) in united states on 16-oct-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2014. On (B)(6) 2015 migration of essure device with uterine perforation ending in non-sterilization was confirmed by radiology. Essure was removed on (B)(6) 2015. Follow-up received on 03-nov-2015: the ptc investigation result was provided. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and 3 months later migration of essure device with uterine perforation was confirmed by radiology. Essure was removed. This event, interpreted as uterine perforation, is serious due to medical significance and listed in the reference safety information for essure. In the present case, no information was provided regarding the insertion procedure. The uterine perforation was diagnosed 3 months after insertion. Given the nature of this event, causality with essure cannot be excluded. This case was regarded as incident since a device removal was required. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. Further information is expected.